Manufacturer narrative:
Analysis/evaluation: upon visual inspection of the returned sample, it was revealed the catheter was kinked proximal to the proximal balloon bond. The outer shaft was overlapped and inner accordioned at 12mm and 23mm proximal to the proximal balloon bond. Since the allegation was the hcp could not deflate, after second use of the same balloon to post dilate the target lesion, an attempt was made to inflate the balloon. The balloon did not inflate due to the hcp punctured the balloon with a needle to deflate. Since the hcp punctured the balloon, fluid was inserted. The balloon leaked near the distal end of the balloon and the through the tip of the balloon due to balloon rupture. The rupture was on both sides of the balloon and the inner lumen. The hcp punctured the hole through the entire balloon, including the inner shaft. Due to the condition of the returned catheter additional functional testing is not possible. The product identifier was obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record showed the lot was manufactured to specification. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the actual sample was received for evaluation. The evaluation confirmed that the lutonix dcb dilatation catheter was allegedly unable to be deflated. The hcp could not deflate after second use of the balloon, to post dilate the target lesion. The outer shaft proximal to proximal balloon bond was kinked and overlapped and inner lumen accordioned, possibly due to force applied by the hcp. The hcp punctured the balloon with a needle to deflate the balloon and removed from the patient. A definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. If additional information becomes available, a supplement report will be submitted with all relevant information.

Event description:
It was reported after treating the patient with a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, allegedly the physician elected to use the same balloon to post dilate the target lesion. After the second dilation treatment was completed, the hcp was unable to deflate the lutonix dcb. The health care professional (hcp) used an antegrade approach to gain patient access to the left superficial femoral artery (sfa). The hcp removed the balloon protector without issues. Reportedly, the hcp could not deflate the lutonix dcb after the second inflation to post dilate the target lesion. As a result, the hcp reportedly punctured the balloon using a needle through the thigh, successfully deflating the balloon. The hcp then completely removed the lutonix dcb from the patient without additional issues. The lutonix dcb has been requested for additional evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: the sample is being returned to the manufacturer at this time; therefore, evaluation is anticipated but has not yet begun. The product identifier was obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record showed the lot was manufactured to specification. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the actual sample has not been received, but is anticipated to be returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after treating the patient with a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, allegedly the physician elected to use the same balloon to post dilate the target lesion. After the second dilation treatment was completed, the hcp was unable to deflate the lutonix dcb. The health care professional (hcp) used an antegrade approach to gain patient access to the left superficial femoral artery (sfa). The hcp removed the balloon protector without issues. Reportedly , the hcp could not deflate the lutonix dcb after the second inflation to post dilate the target lesion. As a result, the hcp reportedly punctured the balloon using a needle through the thigh, successfully deflating the balloon. The hcp then completely removed the lutonix dcb from the patient without additional issues. The lutonix dcb has been requested for additional evaluation. No adverse patient effects were reported.